Manufacturer narrative:
The investigation reported for hemolysis, low pump flow, and temporary pump stop has been completed. Logs showed after pump started & run for 15 hours without issue, mc spiked followed low flow & temporary pump stop that triggered impella stopped-mc high, auto suction response & suction alarms. The low flow then remained to the rest of the case. Visual inspection found biomaterial inside the inflow cage. No other issues were found on the rest of the pump. Pump was conducted hemolysis test. No low flow occurred during testing & the pump passed hemolysis test. The root cause of hemolysis, low pump flow, and temporary pump stop was most likely biomaterial ingestion since biomaterial was found on the pump, data log meet the hemolysis, low pump flow, and temporary pump stop pattern & no issue was found on the pump.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The user facility reported that after one day of impella cp support, the patient began to develop hemolysis evidenced by hematuria. The patient's urine was red in color. The positioning was checked and it was noted that the pump was deep and angled towards the mitral valve. The pump was successfully repositioned without issue. However, roughly thirty minutes later, a spike in motor current occurred followed by suction alarms and low flows. The pump was removed in response to the failure.